Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Customer did not provide the serial number.

Event description:
The customer called into philips to report that the device has a defibrillator issue. There was no reported patient involvement / adverse patient impact.